Event description:
It was reported that during a gastrectomy procedure,the staples malformed at the first firing(open shape).another device was used to complete the case.there were no adverse consequence to the pt.